Event description:
The customer reported a burnt filament displayed on the system and will not take pictures. Also the system displayed a live image on the workstation left monitor that would not rotate.

Manufacturer narrative:
The ge service rep contacted the customer, and had him reboot the machine, and the problem cleared.